Event description:
It was reported that an unspecified quantity of flexicaps were received in damaged condition. The damaged flexicaps were discovered upon delivery. It was not specified if the product was used by a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.